Event description:
The customer reported the system shut down on it's own and rebooted. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and the power cord. The system operates as intended.